Manufacturer narrative:
Arjo was notified about an incident involving the maxi move floor lift and a clip sling. It was reported that during patient transfer, the left leg sling clip detached from the spreader bar. As a consequence of the event the patient slip out of sling and sustained head laceration and hip pain. The patient's hip pain prompted the client to send the patient to the ER. It was confirmed that no broken bones or fractures were reported. The inspection of the maxi move showed that no lift malfunction was found which might lead to clip detachment. The spreader bar of the device was loose and the jib cover and front-right caster were damaged with broken wheel covering. The sling attachment points of the maxi move spreader bar and the sling clips were in good condition. The technician was unable to identify the manufacturer of the sling due to the deteriorated shape of the sling tag. The technician suggested that the customer use only arjo slings and the customer stated that he was purchasing slings manufactured only by arjo. Based on the photographic evidences provided, arjo was not able to identify whether the sling was manufactured by arjo or not. The caregiver indicated that the left leg sling clip was not secured on the spreader bar attachment point. When the patient fell, the nurse realized that the clip was not attached properly to the spreader bar. The technician reported that while evaluating the equipment, he attempted to find possible causes of the detachment with the customer. He asked caregivers to show the process used for attaching the clip to the spreader bar and noticed that the nylon strap was obstructing sling clip. In instruction for use for arjo sling clip (document number 04.sc.00-int1_6), the document warns the users: "to avoid injury, always make sure to inspect the equipment prior to use¿ and ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." The document also instructs the user to "always make sure that the sling does not show signs of fraying, tearing or other damage and there is no damage (...). If any such damage is observed, do not use the sling." Additionally, the arjo instructions for use in the ¿clip attachment & detachment¿ section states, in following steps, to not squeeze strap between the clip and the spreader bar: "place the clip on the spreader bar lug. Pull the strap down. Make sure the lug is locked at the top end of the clip. Make sure the strap is not squeezed in between the clip and the spreader bar. Make sure the straps are not twisted." Following all details reported, it seems that the clip was not correctly attached to the floor lift spreader bar before the patient transfer. To sum up, while the event occurred, arjo floor lift and a clip sling were used as a system for a patient transfer when the patient fell out of the device. No technical malfunction of the device or sling was detected that could have caused or contributed to the event. However, the system failed to meet its performance specification from use error as the sling clip was not correctly applied to the spreader bar. The complaint was decided to be reportable due to an allegation that the clip detached during use which contributed to the patient¿s fall and sustained injuries.

Event description:
It was reported that during patient transfer, the clip sling detached . As a consequence of the event the patient slip out of sling and sustained laceration and hip pain . The customer reported that the sling clip was incorrectly attached to the device spreader bar. The sling evaluation did not show any malfunction.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The collected information are currently analyzed. The additional information will be provided upon investigation conclusion.